Event description:
An impella 5.5 device was surgically implanted via left direct surgical access in a 73-year-old male patient for postcardiotomy cardiogenic shock (pccs). On (B)(6) 2026 at approximately 11:30 am, the patient was noted to have developed a spontaneous right-sided hemothorax. A single chest tube was placed, and laboratory evaluation demonstrated a decreased hemoglobin level, for which blood transfusion was administered. Cardiovascular surgery and the intensive care team stated that the hemothorax was not related to the impella device. The reported event involves a major bleeding complication requiring surgical intervention and blood transfusion. Based on the available information, the bleeding was anatomically remote from the impella 5.5 implant site and is more plausibly attributable to the patient¿s critical postoperative condition and underlying clinical factors.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date. B3: corrected date of event. H6: added e060109 and f2303. Medical device problem code: corrected by adding a12 and a140508. Additional information: frequent premature ventricular contractions (pvcs) combined with short runs of ventricular tachycardia (vtach) followed by suction alarm. Electrolytes replaced per bedside nurse. Wedge dropped from 18 to 8 post diuresis. Point-of-care ultrasound (pocus) assessed by resident, stated position looked appropriate. P level decreased to p4, suction alarm resolved. P level on rp device decreased to p5. Amiodarone gtt (drip) started. Arrhythmia resolved.

Event description:
Clinical rationale: an impella 5.5 device was surgically implanted via left direct surgical access in a 73-year-old male patient for postcardiotomy cardiogenic shock (pccs). On (B)(6) 2026 at approximately 11:30, the patient was noted to have developed a spontaneous right-sided hemothorax. A single chest tube was placed, and laboratory evaluation demonstrated a decreased hemoglobin level, for which blood transfusion was administered. The cardiovascular surgery and intensive care teams stated that the hemothorax was not related to the impella device. During ongoing support, the patient experienced frequent premature ventricular contractions (pvcs) and short runs of ventricular tachycardia, followed by a suction alarm. A comprehensive metabolic panel (cmp) was obtained, and electrolytes were replaced per bedside nursing. Following diuresis, the pulmonary capillary wedge pressure decreased from 18 to 8. Point-of-care ultrasound (pocus) performed by the resident reportedly demonstrated appropriate device position. The impella support level was reduced to p4, after which the suction alarm resolved. An amiodarone infusion was initiated, and the arrhythmia resolved. A documented contributing factor was post-CABG status with epicardial pacing wires in place. Separately, an anticontamination sleeve was noted to be disconnected from the impella 5.5 catheter lock, with contributing factors identified as frequent patient repositioning and air flight travel. The reported event involves tachycardia requiring medication, a connection problem, low pump flow, and a major bleeding requiring surgical intervention and blood transfusion. The arrhythmia is more plausibly attributable to the patient¿s critical postoperative condition and hemodynamic factors. The hemothorax was anatomically remote from the impella 5.5 implant site and is more plausibly attributable to the patient¿s critical postoperative condition and underlying clinical factors. Bleeding and suction events are known risks described in the impella 5.5 instructions for use in critically ill patients requiring anticoagulation and advanced circulatory support.

Manufacturer narrative:
B5 clinical narrative updated. Medical device problem codes were corrected by omitting a24, a12, and a140508, and adding a0414.

Manufacturer narrative:
B1: added device problem, this was omitted in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summaryl: major bleed/tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of the product damage was unable to be determined as no product was returned for review.